Manufacturer narrative:
Product event summary: the balloon catheter, 2af284 with lot number 69413, was returned and analyzed. Visual inspection of the balloon catheter showed the device push button luer was broken. Smart chip verification indicated the catheter was not used. The catheter passed the performance test; electrical integrity and impedance were also within specification. In conclusion, the broken luer was confirmed through testing. The balloon catheter failed the returned product inspection due to a broken push button luer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, the balloon catheter luer snapped. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.